Manufacturer narrative:
Based on the returned device and description of the reported event the expandable wedge installer it's likely that the applied force on the distal tangs during implant insertion and/or manipulation exceeded the mechanical properties of the clamp's distal tangs and resulted in a mechanical fracture of the distal tang. If the user attempted to insert the cage with an excessive amount of force or manipulated the position of the device in the expanded state, this excessive impaction force and post-expansion movement of the implant with the installer after implant is tight in the disc space may place an excessive load on the distal end. In addition, it may have contributed to an angle within the working space that necessitated the need to a torsional force or excessive rocking to remove the installer from the implant after final placement.

Event description:
It was stated that "tine on the inserter broke off while impacting in."